Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #:k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel of upper left arm. A 7.0 x 40, 75cm mustang balloon catheter was selected for use in a shunt percutaneous transluminal angioplasty. During the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.